Event description:
The customer reported a communication error and a button is stuck error. The field engineer reported the result of this issue was a system lock up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply cable was evaluated and replaced. The voltage on power signal interface board was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.